Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was offline. A field service engineer (fse) found that the medbank would not power on following a power outage. Voltage testing on the power outlet with a multimeter showed a low reading of 50 voltage, and engineering corrected a loose wire. The fse then power cycled the cyberpower surge protector, the all in one, and the main cabinet. After a hard boot, the medbank application launched successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device was offline and nonfunctional. The customer reported that the machine would not turn on. Power troubleshooting was attempted, including changing the power outlet, turning the device off and on multiple times, and pressing the power button located on the bottom right of the monitor; however, the device did not power on. The customer also reported that a power outage had occurred over the weekend prior to the issue. There were no delay or adverse events or injuries reported based on this event.